Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and pace impedance greater than 2,000 ohms. A new rv lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20.5 cm from the terminal end. The inner conductor coil also had a break near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based on the characteristics of the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The outer conductor coil fracture was determined to be consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise and high pace impedance were likely caused by the confirmed fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and pace impedance greater than 2,000 ohms. A new rv lead was successfully implanted and no additional adverse patient effects were reported.